Manufacturer narrative:
Date of report: 09/29/2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit had a touch screen fault. Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The philips remote service engineer (rse) was informed by the customer the unit had touch screen fault. This unit was not repaired by any service engineer affiliated with phillips. The customer resolved the touch screen issue and did not provide any information on this unit, it is unknown if any parts or repair has been conducted in relation to the alleged complaint.